Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was pre-operatively diagnosed with back pain and underwent l4-5 anterolateral fusion and left l5-s1 tlif (transforaminal lumbar interbody fusion) in which rhbmp-2/acs was implanted. The patient sustained unspecified injuries following the use of rhbmp-2/acs.